Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated their implant has not been working for over a year and a half now. Patient stated the implant would not charge up at all and it would say to check with the doctor. Patient stated they were told by their managing doctor (hcp) to reach out to a manufacturer representative (rep). Agent reviewed rep role and hcp role. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have an upcoming appointment with their pain healthcare provider on (B)(6). Agent provided the national answering service (nas) phone number for healthcare provider office to call.